Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty four (24) minicap transfer sets had particulate matter, specified as "foreign matter". This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, twenty-four photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a round, black, thin, and white particulate matter outside the fluid pathway inside the pouch. The reported condition was verified. As shown on the provided photos, the particulate matter appears to be loose on majority; however due to a photos only, the sample analysis was unable to determine if the particulate matter was loose or embedded. The particulate matter source was known as an extrinsic particulate matter that was an additive, foreign, and not part of the formulation, package or assembly process. On one (1) photo, the particulate matter was identified to be known as fuzz; however, the remaining photos were undetermined. The cause of the condition was determined to be manufacturing related issue occurred during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.